Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6) hospital. A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the self-test fails during routine self-inspection, cannot be charged when charging, and the battery cannot store power. There was no patient involvement.